Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading was running high with a no delivery alarm present on the insulin pump. The blood glucose reading at the time of the incident was 454 mg/dl and was 600 mg/dl at the time of the call. The customer reported that the drive support cap was normal and recessed. The customer found no air bubbles or leaks. The customer reported that the insulin was good and clear and that there was no soreness or irritation at the insertion site. The customer was advised to remove the set and reported that the cannula was straight. The insulin pump passed the high pressure test. The customer was advised to change the set, reservoir and insulin and treat per a health care professional's instruction.